Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post the implant of an implantable pulse generator (ipg) system, that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. The rv lead was removed and replaced. The ra lead was removed and will not be replaced. No patient complications have been reported as a result of this event.